Event description:
It was reported that approximately five months after implant, the patient developed a systemic infection. The implantable cardiac de fibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).